Event description:
The customer reported a failure to power up via battery, although the device is working while on the ac power. There was no pt involvement.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.